Event description:
Per the clinic, it was reported that the patient underwent conversion surgery under general anesthetic. The patient also underwent multiple skin revisions surgery since 2019 (specific date not reported) and subsequently was treated with topical steroid and antibiotics (type not reported).

Event description:
Per the clinic, it was reported that the patient underwent revision surgery (date not reported) in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.